Event description:
A surgeon reports a patient developed fine cellular tyndall fifteen days following intraocular lens (iol) implant surgery. There were no other signs of inflammation and the pt's visual acuity was not affected. The pt was treated with antibiotics and anti-inflammatory medications, but the symptoms remain unchanged with very little improvement after three months. The fellow eye was implanted with an iol eight days prior with no unusual occurrence. The association between this event and the iol is not known.